Manufacturer narrative:
The biomedical engineer (bme) reported that one hard drive went out and they were trying to get a new hard drive but unfortunately the other hard drive went out. Now, it will not boot up at all. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1 12/17/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 12/19/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 12/23/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The biomedical engineer (bme) reported that one hard drive went out and they were trying to get a new hard drive but unfortunately the other hard drive went out. Now, it will not boot up at all. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that one hard drive went out and they were trying to get a new hard drive but unfortunately the other hard drive went out. Now, it will not boot up at all. No patient harm was reported. Investigation conclusion: the unit was sent to the repair center for evaluation, where the reported issue was duplicated and both hdds were confirmed to have failed. Both drives were replaced, the system was reimaged, and the unit was reconfigured. Communication with bedside monitors, full disclosure, and all peripheral functions were verified. The unit completed 48 hours of extended testing and passed all functional checks. Root cause: hardware failure. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1: 12/17/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 12/19/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: 12/23/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional information: b4 date of this report. D9 device available for evaluation. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that one hard drive went out and they were trying to get a new hard drive but unfortunately the other hard drive went out. Now, it will not boot up at all. No patient harm was reported.